Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device is malfunctioning, and should be explanted and returned for analysis. No additional patient adverse effects were reported. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery decreased from time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected . The device is malfunctioning, and should be explanted and returned for analysis. No additional patient adverse effects were reported. Information was later received indicating this pacemaker was explanted and successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains a correction to d5: operator of device

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery decreased from time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected . The device is malfunctioning, and should be explanted and returned for analysis. No additional patient adverse effects were reported. Information was later received indicating this pacemaker was explanted and successfully replaced.